Manufacturer narrative:
Product inquiry states both locking screws, fully threaded t2 tibia (ø5x40 mm and ø5x45 mm) to be the subject products. No further associated products were reported. A review of both dhrs revealed no discrepancies and both items were documented as faultless prior to distribution. Manufacturing and distribution histories revealed, that the locking screw, cat. #18965040s (lot code k0643b5), which is present at the bottom side label of the cardboard box was manufactured and distributed 4 months later than the returned locking screw, cat. #18965045s (lot code k01a4ef). Further, the whole packaging process for the screw with the lot code k0643b5, in particular the labelling was performed at our supplier dot. For the screw (lot code k01a4ef) the packaging was performed at stryker kiel. Thus, a manufacturing error resp. A mix-up at the manufacturing site could be excluded. Furthermore, visual and tactile evaluation revealed that the overwrapping is another kind of foil as originally wrapped by the manufacturer and an unknown label is sticking at the one longitudinal side, which is not originally provided. Additionally, after unpacking the device a locking screw, fully threaded ø5x45 mm (lot code k01a4ef) with a partly open tyvek® lid becomes visible. The originally correct sealing was confirmed by the homogeneous stress whitening. Thus, it could be assumed that the packaging was re-wrapped, which is beyond the manufacturer¿s control. It could not be excluded that the mix-up of the upper and lower part occurred during the re-wrapping of the device. This inquiry does not present a complaint regarding product quality and is not device related. It rather reflects a deficiency in the further treatment respectively in the flow at ¿the local kit room¿. The event was not caused by product deficiency. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Product found in kit room with two conflicting product numbers and expiry dates on the packaging.

Event description:
Product found in kit room with two conflicting product numbers and expiry dates on the packaging.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.